Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reivew of pump data by tandem technical support per request of clinical diabetes specialist, showed periods of time where insulin delivery was stopped manually. Reportedly, elevated blood glucose levels were typical for customer.